Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse was attempting to initiate hypothermia on the arctic sun device and the patient temperature would not display. Rectal/esophageal probe was reading when connected to an overhead monitor but not the arctic sun device. The temperature cable was in temperature port 1 and it read just dashes. Bending or changing the temperature cable position did nothing. Nurse had tried all temperature ports, and all just showed dashes. Mss recommended to obtain another temperature in cable as this one appeared to be broken. Mss also explained that it could also be a broken temperature probe. The nurse stated that the rectal temperature probe did display separately on an overhead monitor. This was their only device, and they would need to borrow another cable.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a defective/damaged temperature cable . However, this cannot be confirmed. Rectal/esophageal probe was reading when connected to an overhead monitor but not the arctic sun device. The temperature cable was in temperature port 1 and it read just dashes. Bending or changing the temperature cable position did nothing. Nurse had tried all temperature ports, and all just showed dashes. Mss recommended to obtain another temperature in cable as this one appeared to be broken. Mss also explained that it could also be a broken temperature probe. The nurse stated that the rectal temperature probe did display separately on an overhead monitor. This was their only device, and they would need to borrow another cable. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (temp cable) product ifus were found to be adequate based on past reviews. The device was not returned

Event description:
It was reported that nurse was attempting to initiate hypothermia on the arctic sun device and the patient temperature would not display. Rectal/esophageal probe was reading when connected to an overhead monitor but not the arctic sun device. The temperature cable was in temperature port 1 and it read just dashes. Bending or changing the temperature cable position did nothing. Nurse had tried all temperature ports, and all just showed dashes. Mss recommended to obtain another temperature in cable as this one appeared to be broken. Mss also explained that it could also be a broken temperature probe. The nurse stated that the rectal temperature probe did display separately on an overhead monitor. This was their only device, and they would need to borrow another cable.